Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer became ill, collapsed, and vomited several times while using the pump; neighbor called the ambulance. Customer's husband alleges customer received very little training on pump. Emergency doctor assisted customer with the handling of the pump and provided additional training. Customer is new to pump therapy. No product requested to be returned.